Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-57- user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system. Test strip UDI #: (B)(4). Note: manufacturer contacted customer (few attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 142, 182, 247 and 210 mg/dl. Customer also stated the meter was reading lower when compared to another device; actual meter to meter comparison results were not provided. The customer's expected fasting blood glucose test result range is 120 - 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 06/18/2020 and test strips were opened three-four weeks ago. The meter memory was reviewed for previous test result history: (B)(6).